Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the root cause of the event. Condition is addressed in the IFU. Review of device history records found units released for distribution with no deviations or anomalies. Review of complaint history found no additional complaints related to these lot numbers. Relayed completion of investigation to the sales rep via email on (B)(6) 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to patient fall and cup spun out. The head and cup were replaced. No further information has been provided.